Event description:
The blood tube was inserted into the centrifuge and after starting the centrifuge, the machine made a clanking noise and then we heard something burst and saw blood inside the machine. We were unable to clean the machine due to the probability of exposing ourselves to blood-borne pathogens since there is an excess amount of blood and also sharp fragments in the machine. We have returned the machine back to labcorp for them to decide how to take care of it.